Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician encountered difficulty within the delivery system while deploying the stent. Subsequently, the handle and the metal part of the push catheter came off from the black inner catheter. The push catheter broke into two pieces and was removed with a snare. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of push catheter break.